Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves, ventilation error and communication error. Reset the control printed circuit board (pcb) and control cable solved the problem. The ventilator passed pre-use checks and passed all performance and safety tests according to factory specifications. The ventilator was cleared for clinical use. No device logs were received. Prior investigation of similar events have showed that the reported technical error codes most probably is software related. The analysis of the logs show that the technical error codes were preceded by a breathing subsystem error indicating a too long response time in an internal process, leading to that the breathing subsystem stopped executing. The breathing software stops executing as a safety measure as the communication with the other subsystem is lost. The safety valve opens and spontaneous breathing is enabled. High priority alarms are generated. The root cause analysis done by code review for similar events found that the cause was exceeded response time that caused the technical errors. H3 other text : 4111.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves, expiratory channel failure and a communication error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).